Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral vessel: product was not returned and logs are not applicable. It was noted that the vascular damage occurred during placement and active compressions while the patient was in cardiac arrest. The root cause of the vascular damage was most likely use-related since the bleeding resolved after adding sutures. Vf/vt/af/at: the root cause of the vt/vf was unable to be determined due to insufficient clinical details. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23650.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that complications occurred during impella cp implant for mechanical circulatory support. During delivery, vascular damage occurred at the impella insertion site resulting in bleeding and formation of a large hematoma. Perclose sutures were applied to the site and an unspecified quantity of blood products were transfused to treat the condition. It was additionally documented that the patient suffered cardiac arrest during impella placement. Compressions were performed to stabilize the patient. Support with the implanted pump proceeded following the interventions until successful explant and the procedural outcome was the patient survived surgery.